Event description:
Device analysis performed on the returned electrode found that the shaft of the electrode was separated from the hub. The separated shaft was likely due to unintended excessive external mechanical force.